Event description:
A patient reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly would only prompt "error 2" message. There was no result on their meter as the patient was unable to test. No treatment reported. No further information has been reported. No serious injury or allegation of harm.